Event description:
The reporter stated, the surgeon attempted to use a cc4204a collamer aspheric single plate lens. The tech loaded the lens and primed the injector. The surgeon was advancing the lens into the eye, but the lens got stuck in the cartridge and would not advance. There was no patient contact. No patient injury. The reporter stated the tech possibly did not place the lens correctly in the cartridge. Loading error.

Manufacturer narrative:
(B)(4). Evaluation: results: - visual inspection of the returned product found lens stuck inside cartridge and cartridge is loaded inside injector. The cartridge tip was damaged and the plunger on the injector was bent. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).